Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the current electrogram indicates possible lead dislodgement, indicated by sensing markers. The right atrial (ra) lead was removed and replaced. No patient complications have been reported as a result of this event.